Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported video system center no image issue could not be confirmed and a root cause of the issue could not be determined, as the device was not returned to olympus foe evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited no image output. The issue occurred during preparation for use for an endoscopic ultrasound. The procedure was completed with a similar device. There was a delay of ten (10) minutes. However, there were no reports of patient harm.